Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Concomitant medical products: 7288 ICD implanted: (B)(6) 2010. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 503.7. Non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Right ventricular (rv) lead pacing impedance remains within range. Unable to open pdd file on programmer.

Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counter (sic), noise, several non-sustained ventricular tachycardia and a possible fracture. During the rv lead replacement procedure, the right atrial (ra) lead was likely damaged and was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.